Event description:
On 10/26/98, the MFR rec'd medwatch report #500058-1998-00002 from the facility that states the following: the device was placed on 7/27/98. The device began to malfunction and was not accessible. On 8/21/98, during the procedure to remove the device, the device came out easily upon entering the device pocket; however, no catheter was attached. Fluoroscopy showed that the more distal part of the catheter was still in place and seemed to be adhered to the vessel wall. Unable to retrieve. The pt was transferred to a large tertiary facility where it was retrieved from within the thorax at the level of the left innominate vein superior vena cava. No further details were provided.